Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary artery stenting procedure, the 2.75x8mm liberte stent was damaged. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be stable post procedure.